Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately tortuous and severely calcified forearm vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: a visual and tactile examination of the returned device identified no kinks or damage. An examination of the balloon identified a longitudinal tear in the balloon. The tear stretched from 1 mm proximal to the proximal markerband and it extended distally along the balloon for a total length of 38mm. A microscopic examination of the balloon material identified no issues which could contribute to the tear. An examination of the markerbands identified no issues. An examination of the tip identified no issues.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately tortuous and severely calcified forearm vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.